Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0877 inches. No under delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, customer applying adhesive to the belt clip rails and, on the pump, serial number label, pillowing keypad overlay, keypad overlay texture damage, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the bolus listed on the event date 17-jan-2023 in the pump history file. (B)(6) 2023 08:48:34.000 normal bolus delivered (220); bolus programming method: bolus wizard (1); normalbolusamountprogrammed: 16000 (1.6 u); bolusamountdelivered: 16000 (1.6 u). There was no auto suspend alarm noted on the event date 17-jan-2023 in the pump history file. Please see below for the user suspended alarm noted on the event date 17-jan-2023 in the pump history file. 01/17/2023 10:58:15.000 insulindeliverystopped (30); reasonfoinsulindeliverysuspension: usersuspended (2); there was a no delivery alarm listed on 01/12/2023 at 18:33:48.000 in the pump history file. (B)(6) 2023 18:33:48.000 alarmalertnotification (40); systemtime = (B)(6) 2023 18:33:48.000 faultnumber: nodelivery (7) - during bolus. The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia). Possible under delivery anomaly not confirmed. Battery cap damage not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 600 mg/dl at the time of the event. Customer was admitted to the hospital on (B)(6) 2023 and was treated with insulin drip. Customer had symptoms of high reading such as feeling sick/unwell, flu-like headache, tired. Customer alleged the insulin pump was under delivering, had a crack and broken metal piece on the battery cap. Troubleshooting was performed. The auto mode feature was not active but the pump was used within 48 hours of the reported hyperglycemia event. Customer will discontinue the use of the device will be returning it for analysis.